Manufacturer narrative:
(B)(4). Examination of the returned device confirms the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address aseptic loosening of the femur at bone to cement and cement to implant interface, cement manufacturer is unknown. Doi: unknown; dor: (B)(6) 2017; right knee.